Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative replaced the display keyboard and reconnected loose so2 connector. Unit calibrated and safety tested to factory specifications.